Manufacturer narrative:
Citation: yamamoto m et al. Transcatheter aortic valve replacement outcomes in japan: optimized catheter valvular intervention (ocean) japanese multicenter registry. Cardiovasc revasc med. 2019 oct;20(10):843-851. Doi: 10.1016/j.carrev.2018.11.024. Epub 2018 dec 4. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an assessment of the clinical outcomes in patients who underwent transcatheter aortic valve replacement (tavr) in japan. All data were collected from a multi-center registry between october 2013 and july 2016. The study population included 1,613 patients and was predominantly female with a mean age of 84 years and a mean weight of 50 kg. Of those, 144 were implanted with medtronic corevalve transcatheter bioprosthetic valves. No serial numbers were provided. Among all patients, the one-year cumulative all-cause mortality rate was 11.3% (4.5% were cardiac deaths and 7.2% were non-cardiac deaths). Multiple manufacturers transcatheter valves were involved in the study and no further details about the deaths were provided. Based on the available information, was not directly associated with the deaths. Among all patients, adverse events included: post-tavr permanent pacemaker implantation, acute coronary obstruction, disabling stroke, cardiac tamponade, annulus rupture (one of the 16 observed cases was caused by a balloon dilation following corevalve implantation), conversion to surgical aortic valve replacement, second valve implanted for an unknown reason, mild-moderate-severe aortic regurgitation, moderate-severe patient-prosthesis mismatch, life-threatening/disabling bleeding, major bleeding, and major vascular complications. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.